Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further information becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.

Event description:
During a lap hysterectomy, the device broke in mid-procedure. The jaws would not open or close, error grasping messages were given. No pt injury occurred.